Manufacturer narrative:
An event regarding stem fracture and incorrect selection involving a restoration modular stem was reported. The event was confirmed following visual inspection of explant images and review by a clinical consultant. Device evaluation and results: visual inspection: the device was not returned however images of the explanted restoration modular stem and body were provided. The devices were still assembled together. A review of the explant images by a clinical consultant noted: fractured distal tip segment of restoration modular stem. Adherent bone on stem tip part indicative for bone ingrowth fixation while no visible signs of bone ingrowth fixation are evident around the proximal stem segment. Medical records received and evaluation: a review by a clinical consultant noted: fractured distal tip segment of restoration modular stem. Adherent bone on stem tip part indicative for bone ingrowth fixation while no visible signs of bone ingrowth fixation are evident around the proximal stem segment. There are radiolucent lines around the entire stem section proximal of the fracture with slight subsidence of same. The stem is seriously undersized relative to the intramedullary canal diameter. Bone ingrowth fixation is evident around the distal tip section below the stem fracture. No evidence is available to suggest that device-related factors might have played a role while the present failure scenario as based upon undersizing of the stem provides a plausible explanation of the failure scenario, consistent with all reported facts and findings. This pi case is not device-related. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded, a severely undersized restoration modular stem has caused excessive micromotion preventing adequate bone ingrowth fixation except near the stem tip all contributing to loss of bone support around the proximal rm stem section with an overload condition at the transition between loaded and unloaded stem segment causing a fatigue fracture after 10-years requiring revision. If further relevant information becomes available, this investigation will be re-opened.

Event description:
It was reported that a restoration mod distal tip broke in a left thr. Surgeon states implant was undersized (too small of an implant was used).

Manufacturer narrative:
A review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a restoration mod distal tip broke in a left thr. Surgeon states implant was undersized (too small of an implant was used).